Event description:
It was reported that the diagnostics information was displaying errant information. The device remains in use. The patient is a participant in the (B)(4) study. No patient complications were noted as a result of this event.

Event description:
It was reported that the diagnostics information was displaying errant information. The device remains in use. The patient is a participant in the harmony study. No patient complications were noted as a result of this event.

Manufacturer narrative:
(B)(4): performance data was reviewed and noted that the atrial rate history data is invalid.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.